Event description:
Infection was reported. It was further reported that the patient developed an elevated temperature shortly after device system implant and the device system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.